Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate was implanted in an unknown endovascular treatment on an unknown date.  It was reported on an unknown date, a type ia endoleak was identified.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.